Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse of a breach in aseptic technique and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had a breach in aseptic technique, described as patient made mistake/touch contamination. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was the breach in aseptic technique. Treatment was not reported. The patient recovered from this peritonitis event. It was reported the patient was re-trained on proper aseptic procedures.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a breach in aseptic technique, described as patient made mistake/touch contamination, which caused peritonitis; however, the assignable cause could not be determined since it is uncertain why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.